Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is having a problem starting.

Manufacturer narrative:
Updated data: b4,e1(name&email),e2,e3,g6,h2,h10,h11corrected data: b5,b6,b7,d5,d10,e4,g2,g3,h6(clinical & impact)

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit is having a problem starting. There was no patient involvement.

Manufacturer narrative:
Update fields - b4, g3, g6, h2, h6( health effect ¿ clinical code). Corrected fields - h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
(B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the pcb front end module to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.